Event description:
Customer reported when the alarm sounds and the nurse call cable is in use the nurse will press the suspend button. The alarm will stop sounding in the pt's room, but continues to sound at the nurse's station. Customer did not know when the issue was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. Eval revealed that the nurse call and suspend functions work as expected. The unit passes all functional tests performed. However, visual findings show that there is battery leakage and corrosion inside the battery compartment, contacts, and springs. Additionally, the moisture indicator shows evidence of moisture exposure. Note: posey instructions for use warning states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temps. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).